Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customers mother reported via phone call that they were experienced high blood glucose and had open book image alarm. Blood glucose level at the time of the incident was 404 mg/dl. Customer stated they had open book image alarm. The insulin pump will be returned for analysis.